Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one i3 unit model #cm1100 with main unit serial #(B)(6) and one accessories was returned. External visual inspections of returned material revealed functional damage to right ang ext cable. A test right ang ext cable was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with right ang ext cable and when the power supply was connected directly to it. The unit passed diagnostic test. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The complaint involving 'sparks coming out of it' is unconfirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
There were exposed wires on the back of the patient electronic system and sparks were noted to come out of it. There were no adverse consequences to the patient.